Event description:
It was reported that during an unknown procedure, two devices misfired. No further information is available at this time. There was no report of an adverse impact to a patient. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tlh30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: went to fire staples on large bowel during lar. Staples did not form at all